Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient rep reported that the patient's implant was not staying charged up and the issue began a month or two ago. Patient rep stated that they saw the manufacturer representative (rep) at the pain clinic on (B)(6) and the representative told the patient that the implant battery was getting towards the end of its life and it may start being harder to charge. Patient rep mentioned that the representative also told them that even though the implant wasn't charged up to 100%, the patient was still getting the benefits of the implant. Patient rep noted the external device charges up to 100% then the patient tried to start charging the implant, they kept losing connections so often that it ran the implant down to 0% and as a result, the implant was almost dead, which was driving the patient crazy. Patient rep also mentioned that if the implant battery was running down to 20-30% that it wasn't working right and the patient's pain was greater. When asked for the event date, patient rep mentioned the all the time. Patient rep mentioned the implant was just adjusted everything on the (B)(6) in the office and the patient told the representative that the pain was 80% better, but mentioned the next day on saturday the pain was not better. Agent asked and patient was not with the patient or equipment at the time of the call. Agent reviewed longevity of the implant with patient rep. Patient rep will call back with patient and equipment for further troubleshooting. Patient rep called back with patient and equipment. Caller examined recharger cord and didn't see any damage, but patient then said the relay box and the cords going into the relay box would get really warm while trying to charge. Agent sent replacement recharger request to repair. Patient rep called back and repeated previously documented information. Patient representative called in to confirm that the replacement the patient will receive includes the paddle and not just the cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.